Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was previously pacing 1% in the right ventricular (rv) back in november 2020, and was now rv pacing 100%. In addition, the patient recently had 667,000 atrial fibrillation (af) episodes containing various instances of atrial undersensing. Upon review of recent and previous device settings, significant programming changes were identified. Previous settings showed rythmiq was on with a lower rate limit of 60 bpm, and the device was right atrial (ra) pacing 97% and rv pacing 0%. The device was currently set to ddd 80 with rythmiq off. In addition, the patient had an atrioventricular (av) node ablation march 2021. Programming options to address the atrial pacing were reviewed. This pacemaker remains in service. No adverse patient effects were reported.